Event description:
During evaluation of a returned spectrum iq infusion pump, the device did not power on when the door was opened with the slide clamp. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device found the pump did not power on when the door was opened with the slide clamp. The cause was identified to be a failed upper auxiliary assembly which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.